Event description:
It was reported that there was a leak at the connection between a one-link connector and a non-baxter set. This occurred during infusion in the labor and delivery department. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.